Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 1000 mcg/ml at an unknown dose via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that the patient had worsening of symptoms with discomfort in 2018. The log data had been analyzed and showed no suspicious entries or alarms. No contrast agent catheter investigation was performed. It was noted there was no difference between the actual residual volumes (arv) aspirated at refills and the expected reservoir volumes (erv). No programming changes were made that could have led to the symptoms. No malfunction could be determined but the hcp decided to replace the complete system in (B)(6) 2018 since the patient had the worsening of symptoms. The catheter was discarded except a small part that was still connected to the pump, which would be returned for analysis. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. After replacement and at the time of the report, the patient status was listed as ¿alive ¿ no injury¿ and it was noted that the issue was resolved and the patient was in good condition again with no more withdrawal symptoms. The patient medical history, age, gender, and weight were asked but would not be made available. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
Analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient experienced increased spasticity, frequent clonus, and dystonia symptoms (reported as "increase the "spastik, frequency tonus, dystone symptom"). The baclofen dose was 0.3804 mg/day. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.